Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected which revealed the distal part of the main shaft was torqued, blood was in the tip of the catheter, and there was blood on the strain relief in the proximal end of the main shaft. Next the device was functionally tested. It was found there was no abnormal resistance coming from the tension knob, however,thee knob did not hold the catheter deflection as intended. Next the catheter was pressure tested. The pressure decay values for the lumen portion were found to be within specifications, however, the distal shaft external pressure decay values were found to be outside of specifications and did not pass the pressure testing, indicating the presence of a leak. To investigate the origin of the leak they dissected the device. First they found blood on the inner components of the shaft and in the handle. They confirmed the leak began in the distal end of the main shaft. They confirmed breach in the main shaft and determined it was due to severe torqueing and handling. This confirmed the allegation in the initial complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during an ablation procedure using an intellanav stablepoint open-irrigated catheter the catheter disappeared from the display partway through the procedure and an error related to magnetic localization unit appeared. Previous radio-frequency [rf] applications had been performed successfully during the procedure. While examining the catheter the physician noted blood leaking from the distal portion of the handle. They exchanged the catheter and were able to complete the procedure without patient complication. The catheter has been returned to boston scientifc for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure using an intellanav stablepoint open-irrigated catheter the catheter disappeared from the display partway through the procedure and an error related to magnetic localization unit appeared. Previous radio-frequency [rf] applications had been performed successfully during the procedure. While examining the catheter the physician noted blood leaking from the distal portion of the handle. They exchanged the catheter and were able to complete the procedure without patient complication. The catheter is expected to be returned for analysis.